Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/31/2016 that on (B)(6) 2016, the patient's receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available.